Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose level. Customer stated that the insulin pump was not delivering and did not alarm to alert them. Blod glucose level at the time of the incident was 400 mg/dl. During troubleshooting, the customer was educated on proper pump usage. The insulin pump was not replaced or returned for analysis.